Event description:
It was reported that, "you pin the 4 in 1 cutting block then you pin the notch block. The surgeon feels the pin holes for the 4 in 1 cutting and notch block are not exactly aligned and they are to close to each other which causes a stress point. When he chiseled out the top a piece of the distal femoral condyle fractured. A screw was implanted into the condyle out of the small frag set."

Manufacturer narrative:
The following other knee devices were also listed in this report: specialty triathlon mis ps box guide set #3, cat# I-k2685nb00, lot # f5c10032, manuf: 4/7/2010. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. When completed, the eval summary will be submitted in a supplemental report.